Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen screen as a result of moisture damage on the electronic and motor assembly.

Event description:
The customer reported that the insulin pump had a frozen screen. Troubleshooting was performed and the buttons were unresponsive. No further info was provided.